Event description:
It was reported that the health care professional (hcp) called to see if this pacemaker system is magnetic resonance imaging (MRI) conditional even if there was a lead safety switch (lss) that was declared due to high out-of-range right ventricular (rv) pacing lead impedances measuring greater than 3,000 ohms. Technical services (ts) reviewed the device data and found there is rv oversensing when programmed in unipolar and no capture when programmed in bipolar. The rv sensitivity was adjusted to reduce oversensing in unipolar. Ts did inform that MRI mode must be in bipolar; therefore, it will not provide pacing support. At this time, the pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called to see if this pacemaker system is magnetic resonance imaging (MRI) conditional even if there was a lead safety switch (lss) that was declared due to high out-of-range right ventricular (rv) pacing lead impedances measuring greater than 3,000 ohms. Technical services (ts) reviewed the device data and found there is rv oversensing when programmed in unipolar and no capture when programmed in bipolar. The rv sensitivity was adjusted to reduce oversensing in unipolar. Ts did inform that MRI mode must be in bipolar; therefore, it will not provide pacing support. At this time, the pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.